Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported or the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 491 mg/dl while wearing the pod for less than an hour. It was discovered that the needle did not retract as intended and the pod's cannula was bent.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. Although no issues were found with the needle mechanism, it cannot be determined when the needle retracted. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The download data shows that the device generated an 0x1c alarm, indicating that the device had reached its expiration time of 80 hours. The alarm time, 80:00, indicates 80 hours confirming that the device had reached its expiration time.